Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Clinician reported that site 9 had loosened. Removed and replaced screw. Screw was discarded.

Manufacturer narrative:
Note: this investigation addresses the coronal screw, 0995. The device is obsolete; most applicable instructions for use (IFU) and risk management file (rmf) were used to complete the investigation. It was reported that sites 6, 9, and 10 had loosened. Removed and replaced screw. Screw was discarded. One coronal screw (0995) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the 0995 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: document reviewed: instructions for use ¿ prosthetics spline implant systems, IFU 8965 rev 2 - 09/19. Information identified: contraindications. Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition) or incorrect techniques used. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.